Manufacturer narrative:
Aspen surgical performed a review of the maude database and discovered that a customer reported that the eyelet of a free needle broke during a gluteus minimus repair. No injury or death reported. No customer information provided. A review of the device history record was completed. No non-conformance's were noted relating to the reported issue. No further information is available on the product. No additional information was provided in review of the maude database. No further action required.

Event description:
Aspen surgical performed a review of the maude database and discovered that a customer reported that the eyelet of a free needle broke during a gluteus minimus repair. No injury or death reported. No customer information provided. Report was filed in our complaint handling system as number (B)(4).